Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: (B)(4) implantable pacing lead. (B)(4).

Event description:
It was reported that the patient went into cardiac arrest during an implant procedure of an implantable pulse generator (ipg) with an implantable pacing lead (ipl). The physician reported that the possible cause of the cardiac arrest was the lack of a temporary pacemaker. The lead was returned and another lead was used instead. The device remains in use and no further patient complications have been reported as a result of this event.